Event description:
The customer contacted beckman coulter inc (bec) in regards to obtaining a non reproducible digoxin results for one patient's sample. The result was reported out of the laboratory. Results were not supplied. This event will be assumed to be worst case scenario and that the digoxin originally resulted above the therapeutic range and repeated within the normal reference range. The customer is not questioning any other results or assays the customer does not know if patient treatment was impacted due to the erroneous results.

Manufacturer narrative:
Sample information was not supplied. Level 1 qc was within specifications on the event date. Level 2 was run 4 times. Two repetitions were within the normal reference range and two reps were 11.5 sds low. Level 3 resulted as 2.0 sd low. On (B)(4) 2011, a bec field service engineer (fse) replaced the main pipettor as it looked worn and rebuilt the precision pump. Performed all the necessary adjustments and alignments. All verification testing met specifications. Although hardware issues were addressed, no definitive device failure could be determined.